Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant products: dil cath: 2.0x10 ryugen; 3.0x10 ryugen nc, guide wire: sion blue. (B)(4). There was no reported device malfunction and the product was not returned. The investigation was unable to determine a definitive cause for the patient effect. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of dissection, as listed in the xience prime everolimus eluting coronary stent system instructions for use is a known patient effect that may be associated with use of a coronary stent in native coronary arteries. Although a conclusive cause for the reported patient effect and the relationship to the product, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacturing, design or labeling.

Event description:
It was reported that the procedure was to treat a lesion in the mid left anterior descending artery. The lesion was pre-dilated, and a 3.0x23 mm xience prime stent was implanted. Post-dilatation was performed with a 3.0x10 mm non-abbott device. After post dilation an edge dissection was noted at the proximal edge of the stent. An additional 3.0x23 mm xience prime stent was implanted to cover the dissection. There was no adverse patient sequela and no reported clinically significant delay in the procedure. No additional information was provided.